Event description:
This report is initiated to inform the FDA of the unintended delivery of radiation doses to 5 pts who were treated with a brachytherapy applicator manufactured by mrni. All of the incidents occurred at (B)(6) medical center in (B)(6) between (B)(6) 2004. Mrni only became aware of pt involvement on (B)(4) 2006, while going through the (B)(4). (B)(4) sets forth the incidents, subsequent (B)(4) inspections and related fines. No other incidents involving the use of this particular applicator, except for these, have ever been reported since mrni began manufacturing and selling the applicator back in 1991.

Manufacturer narrative:
The reason for filling out this section was not informational purposes only. Based on the (B)(4) report, we believe our applicator was not at fault and is not a suspect device, but do feel compelled to disclose info relative to the applicator involved in the cases.